Manufacturer narrative:
MDR . / initial 3 of 3. E1: patient city: (B)(6). Patient country: spain name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the infusion sets untaped within less than last two days due to lack of adhesion of cannula resulted in hyperglycemia and was treated with insulin pen on 19 apr 2026.